Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate after loading a cartridge with about 300 units. Subsequently, the insulin gauge displayed 105 units and remained static. The customer's blood glucose level was 125 (mg/dl). Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.